Event description:
It was reported the physician crossed the septum and when he aspirated the sheath, there was air in the system. The sheath appears as if it has stretched at the seam, just distal to the handle. There was no pt injury reported.

Manufacturer narrative:
One agilis steerable introducer was received for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. Testing identified a leak at the hemostasis valve. The hemostasis cap was removed which revealed a cut/tear in both halves of the two part seal system. It is uncertain how or when the cut/tear occurred.